Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting loss of capture (loc). The health care professional (hcp) asked if reprogramming could be done remotely and technical services (ts) confirmed the patient needed to go into their clinic to get the device checked. The patient complained of anxiety and chest pain. This crt-d remains in service. No adverse patient effects were reported.